Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse conducted an inspection and was able to reproduce the error 25823 on the patient side manipulator (psm) 2. The fse replaced the psm 2 to resolve the issue. The system was tested and verified as ready for use. The psm was analyzed, and the reported error 25823 was confirmed and replicated. A multiple 25823 motor current errors appeared in the event log pointing to degrees of freedom (dof) 6. The psm was placed on an in-house system and immediately triggered error 25823. The flat flex cable (ffc) and stator connections were inspected but all were found to be seated properly with no damage or contamination. The dof 6 stator connector was swapped with the dof 8 stator connection to test if the error would switch positions. Once the psm was installed onto the system, the unit then triggered error 25823 on dof 8, signaling that the root cause of error 25823 was the dof 6 stator. The unit passed other tests. The complaint regarding error 25823 was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, repeated recoverable fault 25823 occurred on the patient side manipulator (psm) 2. The customer pressed 'recover', but the same issue persisted. A technical support engineer (tse) advised the customer to perform power cycle of the system; however, the same fault occurred even after power cycle of the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The issue occurred when the procedure had been in progress for about an hour. No patient injury was reported.